Event description:
It was reported that during a ptca treatment procedure, when the physician pulled this wire from its hoop, he found a black substance (looking like plastic) on the choice pt plus guidewire, 20 cm from the distal tip. He was not able to remove it, although he tried wiping several times. No other devices had contact with the wire. The choice pt plus guidewire was removed and replaced with another guidewire to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good."